Event description:
Customer reported that she had a hysterectomy on (B)(6) 2009 with steri-strips on the incision covered by a bulky dressing framed with durapore tape. She said that she had dime size blisters on both ends of the strip on the right end of the incision. When the doctor tried to remove it, her skin came off with the tape. She said it was worse on the upper edge on the left side. She said she has black skin and since last september has used kelocote, cocoa butter, etc., but still has dark spots. She said she tried ambi, an otc bleaching cream for black skin and it worked a little but only in the center. She mentioned when she was (B)(6) she got burned on a pot, blistered, and now (B)(6) still has a dark spot.

Manufacturer narrative:
Conclusion - the device was not returned to 3m for eval, therefore, no eval or conclusion can be drawn. Product labeling states the expected aes with product use in the warning section, shown below: warnings - the development of postoperative edema may cause skin shearing, skin blistering, or loss of tape adhesion to occur at either end of the strip. Application of any surgical tape or adhesive skin closure may result in skin stripping upon removal. As with all adhesive products applied to the skin, a small percentage of individuals may experience hypopigmentation or hyperpigmentation following removal. Occasional cases of mild acne and folliculitis have been observed in testing on healthy volunteers.